Manufacturer narrative:
This device is not available for return and evaluation because it remains implanted. The device history record (DHR) review cannot be done because the serial number of the device has not been made available. There is no information to indicate the condition of the device or what is causing the aortic insufficiency. A copy of the most recent echo has been requested but has not been provided. Update to the patient status has not been provided. Investigation is on-going. If new information is received, a follow up report will be submitted.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. At this date, the device remains implanted with no plans to explant. The most recent echo has not been made available.

Event description:
The operative and internal transfer reports from pod-0 to pod-27 were translated and provided the following: a 25 mm magna ease prosthesis sutured in and replacement of the ascending aorta with a 30 mm dacronpathese. Venting, transverse aortic clamp opened. After opening the transverse aortic clamp, there was, as previously, the first time, a massive ballooning and dilatation of the left ventricle so that we were again obliged to insert a vent in the apex. The cause of this massive ballooning of the left ventricle was a very severe, central leak in the aortic valve prosthesis. Operating on both the aortic valve prosthesis and the mitral valve, which currently appears to have a high-grade leak, discussed with [physician]. From a surgical point of view, it is not recommended since it should be assumed that the (B)(6) patient would not withstand this additional third clamping period. Problem-free removal from the heart-lung machine, decannulation, protaminisation, and suturing of all insertion sites using prolene. Here, severely limited ventricular function remained evident, with levels well below 30%. In addition, there was an increasing requirement for noradrenaline so that the decision was made to place the patient on ECMO. The patient was transferred to the intensive care ward with a 2.8 I ECMO flow and 0.1 gamma noradrenaline. The patient arrived in our ward intubated, ventilated and with continuous ECMO and was haemodynamically stabilised with a high dose of noradrenaline, dobutrex, hydrocortisone and simdax, 4 units of erythrocyte concentrates, 4g haemocomplettan, 4 x human albumin, 1000 iu beriplex and 7 ffp were given intraoperatively. The patient was on ddd pacing and had an open sternum. The sternum was left open. A vac bandage was placed on pod-2. The ECMO was able to be removed on pod-5. The patient was able to be extubated on pod-18, in a stable respiratory and haemodynamic condition. The patient's sternum was closed on pod-27. The patient was transferred to the general ward in good general condition, haemodynamically stable, respiration stable. Device remains implanted with no plans for explant. Most recent echo has not been provided.

Event description:
Edwards received information that a 23mm aortic pericardial valve was exhibiting severe aortic insufficiency shortly after implant (pod-0). It was reported the patient presented with coronary artery disease, an abdominal aortic aneurysm (aaa) and mild aortic insufficiency. After implant, severe central insufficiency occurred. The patient was hemodynamically unstable, showed signs of left heart failure, and was therefore put on ECMO (extracorporeal membrane oxygenation). The valve remains implanted; surgeon thinks that the patient will not survive to another operation due to his critical condition.